Event description:
Philips received a complaint on the v60 ventilator indicating that the device powered down completely with no alarm while in use. The reported event was witnessed by staff that were in the room, immediate action was taken and the patient was removed from the ventilator and placed on an alternate ventilator. It was reported that there was an unspecified impact to the patient's clinical signs during the transition from the failed ventilator to the replacement. Per the remote service engineer (rse) conversation with customer the patients health state was declining even before the initial reported event. The patient expired a few hours later on the second ventilator. No direct allegation of malfunction or failure to perform to manufacturer declared specifications has been alleged regarding the second ventilator. Good faith effort attempts are being made to obtain further clinical clarification and information. The rse spoke to the biomedical engineer (bme), and the bme believed that the power cord was defective. The bme reported that after using a different power cord and battery, the device started operating correctly. The rse reviewed the ventilator diagnostic report (drpt) with the bme and the customer found a lot of time for the device running on battery (error code 1212). The bme informed the rse that they would charge the battery and complete a performance verification test (pvt). The bme emailed the philips rse and stated that the battery was able to charge properly, and the device passed the pvt successfully. Further correspondence to receive the failed power cord, pvt report and the device drpt is underway.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted by email and phone to obtain further information regarding the clinical timeline of events before, during, and after the device failure. Following the customer stating that they were working on getting answers from their team, no response or further information was received from the customer despite the multiple gfe attempts.

Manufacturer narrative:
In a good faith effort (gfe) response from the biomedical engineer (bme), it was stated that the device battery from the time of the event was not replaced. A known good battery was used during the troubleshooting process, but the original battery was reinstalled following the power cord replacement. The bme stated that the replaced power cord, which was a philips power cord, was disposed of and could not be returned for evaluation. The replacement power cord was confirmed to be a hospital grade power cord. The bme did not know if there were other error codes or alarms that occurred at the time of the event besides the reported 1212 (device running on battery) error codes. The bme provided the preventative maintenance testing form which shows that the device passed all testing following the repair of the device. The investigation is ongoing.